Manufacturer narrative:
(B)(4). Concomitant medical devices: retentive poly liner plus (+) 6 mm offset 36 mm diameter 65 degree neck angle cat# 00434906506, lot# 64008390. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs were associated with this event, please see associated reports: 0001822565 - 2020 - 02798.

Event description:
It was reported the patient underwent a total shoulder arthroplasty. Subsequently, the patient was revised two weeks later due to disassociation of the poly liner from the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the associated returned product (00434906506) identified: heavy gouge near anti-rotational slot. Both sides of the poly liner exhibit heavy wear. The stem was not returned. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.